Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support sent a replacement pump, provided instructions for storage mode, and arranged for the return of the problematic pump, which was to be sent back within ten days using a pre-paid label. The pump came with updated software, and the caller was informed about sensor usage and acknowledged these details. The caller had no backup therapy available and planned to reach out to a healthcare professional for further support.